Event description:
It was reported that the infinity acute care system (iacs) did not provide an alarm for a ventricular standstill condition. The patient developed seizure-like symptoms, so the nurse reviewed the patient monitor data in depth and noticed there was no alarm triggered during this 6-7 second pause in the electrocardiography (ECG). Following the patient event, the patient was transferred to the catheter lab for the insertion of a pacemaker. It was noted by the clinician that the p waves in the patient's qrs complex were large in size, which could explain why the device did not trigger an alarm as it detected this ECG as normal.

Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Manufacturer narrative:
When the p waves are large in size for the ventricular standstill condition, as the clinician noted, it is likely that the p waves were detected as heartbeats and therefore the criteria for the expected asystole or pause alarms would not be met. However, as no ECG reports or system logs were provided for review, root cause could not be definitively determined.

Event description:
It was reported that the infinity acute care system (iacs) did not provide an alarm for a ventricular standstill condition. The patient developed seizure-like symptoms, so the nurse reviewed the patient monitor data in depth and noticed there was no alarm triggered during this 6-7 second pause in the electrocardiography (ECG). Following the patient event, the patient was transferred to the catheter lab for the insertion of a pacemaker. It was noted by the clinician that the p waves in the patient's qrs complex were large in size, which could explain why the device did not trigger an alarm as it detected this ECG as normal.